Event description:
The cardiologist attempted arteriotomy closure using a techstar xl 6 fr. Device. When deploying the device, one needle did not present. Needle back down was attempted but unsuccessful. The patient was taken to surgery to have the device removed and the arteriotomy closed. Surgery was successful and the patient recovered without further incident.